Event description:
It was reported that the faradrive steerable sheath was selected for use during an ablation procedure. During the procedure, after the sheath was inserted into the patient, the farawave catheter was introduced and air was aspirated. However, it appeared that air continued to enter through the valve. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was received for analysis and investigation is still in progress. It was further reported that no damage noted to sheath. The patient was over 18 years old. Male. Other information unknown. The flow rate was approximately 60 and air has been drawn into the syringe. The guidewire position was inside the shaft.

Manufacturer narrative:
The faradrive sheath has returned for analysis. Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the sheath. Next, the returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves, ability to seal pressure and fluid within the sheath. The complaint allegation was confirmed through product analysis. Correction to the follow-up 1 MDR in block(s) brand name (d1) and common device name (d2a), in section d - suspect medical device.

Manufacturer narrative:
Additional information was provided in section patient information a3a sex and a3b gender, section b5 describe event or problem.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an ablation procedure. During the procedure, after the sheath was inserted into the patient, the farawave catheter was introduced and air was aspirated. However, it appeared that air continued to enter through the valve. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was received for analysis and investigation is still in progress. It was further reported that no damage noted to sheath. The patient was over 18 years old. Male. Other information unknown. The flow rate was approximately 60 and air has been drawn into the syringe. The guidewire position was inside the shaft.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an ablation procedure. During the procedure, after the sheath was inserted into the patient, the farawave catheter was introduced and air was aspirated. However, it appeared that air continued to enter through the valve. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was received for analysis and investigation is still in progress.